Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28293. It was reported that the patient received an inappropriate shock due to noise oversensing on the right ventricular lead. The implantable cardioverter defibrillator also experienced intermittent under sensing. No changes or intervention was performed. The patient deceased on (B)(6) 2021 due to a coronary artery bypass graft (CABG) procedure performed recently and there is no allegation from the physician that the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedures involving the abbott products.